Event description:
The patient had an outpatient pillcam study. Pt called around 1030 reporting that recorder was no longer blinking blue. Pt came back to department at 1145. Recorder was off, writer attempted to turn on. It showed medtronic homepage, no pt info came up on display. Writer applied another recorder and sensor belt and paired to the capsule pt ingested earlier in am.